Manufacturer narrative:
The location of the burn (buttocks) indicates the consumer was sitting on or leaning on the pad which is abuse of the product and a direct violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
An attorney is alleging that his client received burns to his upper leg and buttocks when a heating pad failed to shut off.